Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer attempted to load a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.